Event description:
It was reported that the patient had a possible infection due to the poor location of the pacing system. The device, right ventricular (rv) lead, and right atrial (ra) lead were explanted and they were all replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: rvdr01 implantable pulse generator (B)(6) 2012; 5086mri45 implantable pacing lead (B)(6) 2012. (B)(4).